Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference # (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure a 6-cycle noise occurred on the distal end of the ablation catheter. The cable was replaced but the issue remained. The catheter was replaced, and the issue resolved. Post-procedure, cardiac tamponade was confirmed by echo and soundstar catheter. Pericardiocentesis was performed to remove 500ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for monitoring. Patient¿s outcome is fully recovered with no residual effects. The physician believed the event was caused by the transseptal puncture (a non-biosense webster, inc. Product). Transseptal puncture was performed with a st. Jude medical brk extra sharp transseptal needle. Ablation had been performed prior to the cardiac tamponade being confirmed. There was no evidence of steam pop during the ablation. The irrigation was set within standard settings for thermocool® smart touch¿ bi-directional navigation catheter. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used were 2 mm, 5 sec, 3 mm size visitags. No additional filter was used with the visitag module. The color option used prospectively was tag index. It is the physician¿s opinion that the event might have occurred during the transseptal puncture with the use of a non-biosense webster inc. Product; however, this cannot be confirmed. In addition, ablation was applied with a biosense webster, inc. Ablation catheter prior to the adverse event was discovered; therefore, this event is being coded and reported under the biosense webster, inc. Ablation catheter. The bad/partial ECG (bs or ic) issue was assessed as a not reportable issue since the potential risk that could cause or contribute to a death or serious deterioration in state of health was remote. On january 23, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, revealed there was no physical damage.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a left sided atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure a 6-cycle noise occurred on the distal end of the ablation catheter. The cable was replaced but the issue remained. The catheter was replaced, and the issue resolved. Post-procedure, cardiac tamponade was confirmed by echo and soundstar catheter. Pericardiocentesis was performed to remove 500ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for monitoring. Patient¿s outcome is fully recovered with no residual effects. The physician believed the event was caused by the transseptal puncture (a non-biosense webster, inc. Product). The device was inspected, and it was found in normal condition. The deflection mechanism and the irrigation feature were tested, and no issues were observed. The catheter was connected to the carto 3 system and error 106 was observed and there were no electrical readings observed on the electrode # 01. The catheter was then dissected, and an open circuit of the sensor wire and the electrical wire were observed on the tip area. A manufacturing record evaluation was performed for the finished device number 30286560m, and no internal actions related to the reported complaint was found during the review. The customer complaint regarding noise on the catheter was confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the error and noise observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device; however, this cannot be conclusively determined. In addition, physician¿s opinion is that the event might have occurred during the transseptal puncture with the use of a non-biosense webster, inc. Product. Also, ablation was applied with a biosense webster, inc. Ablation catheter prior to the adverse event being discovered. Manufacturer's reference #: (B)(4).